Event description:
It was reported that during a supply change on an ilet system with a flex infusion set and cartridge, the user twice attached the connector to the cartridge incorrectly, did not observe drops at 180 units, and remained disconnected from the pump while attempting two failed changes, after which a third attempt was completed successfully and insulin delivery resumed; the highest cgm glucose was 284 mg/dl with a confirmatory glucometer value of 233 mg/dl, the infusion set was placed on the abdomen, and the lot number for the infusion set was 6016556. Symptoms included no reported clinical effects. Outcomes included transient hyperglycemia that began at 165 mg/dl and peaked at 284 mg/dl, then trended down after successful reconnection. Investigation included troubleshooting and user education over the phone without device alerts or alarms. Investigation of this case revealed an infusion set deployment error due to an incompletely locked connector between the infusion set and cartridge, consistent with improper attachment of the infusion set connector. It was concluded, based on previously established findings for similar reports, that user technique during infusion set and cartridge connection was the most probable cause.